Event description:
It was reported, that the patient underwent a shoulder arthroplasty on and unknown date. Subsequently, the patient was revised approximately three (3) weeks ago, due to an unknown reason. Multiple attempts have been made to obtain additional information, but no additional information has been received at this time.

Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown bearing; lot#: unknown. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported, that the patient underwent an initial shoulder arthroplasty approximately seven (7) months ago. Subsequently, the patient was revised approximately three (3) months ago, due rotator cuff failure. That was caused by the patient's age. The implant did not malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon receiving, additional information on the reported event. It was determined, that the product was not involved in the event. The initial report should be voided. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.